Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported that the service mode was entered to review the events and it recorded the post dac or adc error alarm. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported inoperative ventilator alarm during use on a patient issue on the vela ventilator. At this time, there is no information regarding patient harm associated with the reported event.